Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log was able to verify the reported problem. Functional testing was able to determine that the damaged downstream occlusion sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a false downstream occlusion. This alarm event pauses the delivery of the pump until the error is addressed. There was patient involvement, there was a delay, and unknown signs or symptoms experienced.